Event description:
It was reported that the patient's vns had high impedance and low output current on both the normal mode and system diagnostics tests. An x-ray of the patient's device looked ok per the physician's office, but the company representative that viewed the x-rays said that it was possible that the pin might not have been inserted but that the image quality was not great. The patient's device was turned off. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was at near end of service (neos) condition = yes. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.